Manufacturer narrative:
Results: no samples were received for evaluation. A complaint history check revealed no similar incidents for reported lot number 6327858. Conclusions: without a sample, the reported incident could not be confirmed and an absolute root cause could not be identified. However, it is noted that in previous investigations the moisture seen is the medical grade silicone used in manufacturing in order to insert the plunger rod into the syringe barrels. UDI #: (B)(4).

Event description:
Moisture was observed between the barrel and tip gap of the 60ml bd syringe with bd luer-lok¿ tip. Some of the syringes were dry and some had condensation droplets.